Event description:
It was reported by customer that during pm cs300 intra aortic balloon pump (iabp) k6, k6a, k7, and k8 tests failure occurred. There was no patient involved and no harm or injury reported to the patient

Manufacturer narrative:
Updated fields: b3, b4, b5, b6, b7, d9, d10, e1 (initial reporter name, mail), g3, g6, h2, h3, h6 (medical device problem code, component code, investigation findings , investigation conclusion, type of investigation, health effect impact code), h11. Corrected fields: e3. A getinge field service engineer (fse) replaced the drive manifold (0104-00-0018) and, during testing, discovered the display was discolored. The lcd display was replaced 10.4 display w/ rtv bead sea (0160-00-0113). After repair, the unit passed all calibration, safety, and functionality checks and was returned to service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during that cs300 intra aortic balloon pump (iabp) k6, k6a, k7, and k8 tests failure occurred. There was no harm or injury reported to the patient.